Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was not responding. Customer's blood glucose level was unknown. Customer reported that the rewind was slower, scratches or damage on the display, rainbow effect and hard to read. Customer reported that the insulin pump ever reject the new battery you put in. The insulin pump will not be returned for analysis.